Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who as implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was needing to have some adjustments to her stimulation so she was looking for someone that could help her get some adjustments. The caller stated the reason for this was because the patient had a new ins put in, (B)(6) 2019 and she was supposed to go back because it wasn't quite giving her the relief she needed and it was giving her some jolts instead of constant relief, she was getting shocks. Caller stated this started happening almost from the beginning and stated it started in either (B)(6) or (B)(6) 2019. No further complications were reported/anticipated.